Event description:
An implantable cardiovertor defibrillator was placed on 2/3/94. On 2/10 a procedure was scheduled to reposition the ICD lead which had migrated. It was discovered that the generator placed on 2/3/94 was malfunctioning and a replacement was inserted at that time. The pt was discharged on 2/14/94.